Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078-0008 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data and alarm history revealed multiple cs 078 call service alarms. During testing, the pump emitted a cs 078 call service alarm with an attempted rewind step. The complaint was duplicated. Evidence of moisture ingress was visible behind the pump display lens. A leak test was performed and failed due to a display lens leak. The pump case was removed, and further evidence of moisture ingress was found on the printed circuit board, force sensor, and the motor flex and connector. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, all of the pump keypad buttons were intermittently unresponsive. No damage was found to the keypad cover. The keypad cover was removed, and contamination was found under all button contacts.